Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the ileocolic artery immediately bled after the surgeon sealed and then cut the vessel with a vessel sealer extend (vse) instrument. A seal complete tone was reportedly emitted from the generator prior to the vessel being transected. During follow up with the surgeon, the following information was obtained or clarified: once the bleeding began, the patient lost about 100 ml of blood before two weck clips were able to be placed on the artery to achieve hemostasis. Also, intermittently through the procedure when trying to use the cut function of the vse instrument, audible tones were heard but the instrument would not cut. No blood transfusion or other medical intervention was needed, and the procedure was completed robotically.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. The instrument logs show the vse instrument was installed twice and homing passed both times. The instrument performed 32 cut complete events across the 2 installations. An e-100 generator was used with this instrument, and the e-100 usage logs show 67 total seal events. Fifty-five seal events did not have any errors logged, and the average seal duration for these sealing events was 1.84 seconds. Twelve seal events resulted in errors; 3 seal events resulted in a recoverable error code indicative of a ¿system e-stop seal,¿ and the average seal duration time was 0.59 seconds. Nine seal events resulted in a recoverable ¿high initial starting impedance error,¿ with an average seal duration of 0.41 seconds. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vse instrument did not sufficiently complete a seal of the ileocolic artery even though audible beeps from the generator provided a signal that indicated that the seal was complete. Deficiencies in sealing led to the ileocolic artery bleeding and two weck clips were used to achieve hemostasis.